Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "capsular contracture grade 3". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease, non-penetrating nick and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, h6, h11. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "capsular contracture grade 3". This record is for the left side. Device was explanted.